Manufacturer narrative:
Section h10: (h3) the evaluation of the of the revision reported was likely the result of failure of the high viscosity cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain.

Manufacturer narrative:
Pending evaluation. No information provided in the following section(s): age or date of birth, ethnicity, relevant tests/laboratory data, including dates.

Event description:
As reported, approximately 3 years and 2 months after the insertion of a left femoral component using high viscosity bone cement in the right knee of an overweight female patient, this patient presented to another surgeon with pain in her knee. The patient was revised. Photos of the removed femoral component (reviewed by the initial implanting surgeon) was noted to have no cement on it. He did not see a photo of the polyethylene. This same surgeon stated upon review of the post x-rays, it is hard to judge as to l v. R due to this small size component. Devices will not be returned. No other information available at this time.